Manufacturer narrative:
The customer has not indicated if the device will be returned to integer for evaluation. If the complaint device is received and the evaluation has been has been performed, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by distributor, (B)(4).

Event description:
It was reported the offset cup impactor is unable/difficult to be properly cleaned. The complainant indicated the instruments are often tested for debris (atp) after they come through the wash to make sure the process is working and this instrument keeps coming back dirty after multiple tests. It was also indicated that after sterilization, the instrument was cultured and after 48 hours, there was no growth. There was no adverse events reported as a result of the malfunction. The device was inspected and atp tested prior to use on the patient and passed.

Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event is non-verifiable. From inspection of the returned complaint sample, the removable impactor tip was disassembled when received. From inspection of the impactor tip, it was observed that it is from another part and lot number. However, this part number is for the offset impactor tip which is comprised of the same component of this device impactor tip. There were numerous signs of wear observed; the ratchet key teeth are worn; the strike plate on the handle shows signs of impaction, however, there was also however deep impact marks on the handle portion towards the strike plate which is not from intended use as this creates off-axis impact forces to be applied to the body; the etching on the returned complaint sample was etched per applicable drawings but etching is slightly faded; finally, the mating area where the impactor tip and nose of the impactor body are is worn. All of these with the exception of the off-axis impactions are from repeated intended use. In addition to the wear observed, the weld between the ratchet assembly and the impactor body is cracked on both sides but not all the way. There were also some indentations observed on the ratchet assembly. The off-axis impact marks on the handle coupled with the indentations on the ratchet assembly could have contributed to the cracked weld. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 3.3 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. The greatbatch risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. In conclusion, as integer cannot verify the reported alleged malfunction since the device has been used in the field, the complaint is non-verifiable and due to the following; the cleaning instructions for the offset cup impactors were previously validated using recognized and accepted quantitative soil markers. The sterilization instructions were also validated using biological indicators in the most difficult to sterilize locations. The hospital was not using our validated instructions. When they processed the device a second time (which collectively likely brought the soak times closer to what we recommend), they were able to reduce the atp to near the manufacturer's recommended range. They also performed a sterility test after sterilization of this device and it was sterile. The user facility did not utilize the validated greatbatch medical IFU that was packaged with the device when distributed by the customer. The user facility contact has been provided the greatbatch medical IFU that were originally packaged with the device before being distributed by the customer. No further investigation is required. A1 & a3 - added patient initials & sex as it was not included in the initial inadvertently. D10 - updated device availability as device was returned for evaluation. H6 - updated methods & conclusion codes. H6 - updated results code. Result code "201 - cleaning, disinfection and sterilization" was used as the evaluation determined that the user facility did not utilize the manufacturer (greatbatch medical) parameters to perform these activities prior to surgical use. These devices are distributed by the customer non-sterile as indicated on the manufacturers device labeling.